Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed evidence of a drop in voltage. The pump powered up with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours and no temperature related issues occurred. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components. No evidence of the pump overheating occurred during investigation.